Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated that the back of the device was cracked and held together with a rubber band. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the damage or if the device was dropped. Customer's blood glucose level was 275 mg/dl at time of reporting. Nothing further reported.